Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the primary op notes confirms that the patient underwent a right total knee arthroplasty due to a severe degenerative joint disease of the right knee. Trials were inserted and the range of motion of the knee was tested. The surgeon was happy with stability. The trials were removed and the implants were inserted with a cementless technique. No range of motion or stability testing was noted after the implants were inserted. The compatibility of the implants were verified to be appropriate. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing unknown issues with his implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.